Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative on 2019-mar-27. It was reported that the cause of the coiling could not be determined. The coiled and migrated catheter was replaced in the operating room (or) on (B)(6) 2019 and the issue was resolved. A bolus test revealed excellent relief of symptoms. It was confirmed that the reported spinal deformity, patient being totally dependent, and needing to be lifted were considered pre-existing medical conditions.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 28-aug-2020, UDI#: (B)(4), implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 500 mcg/ml of lioresal at 90 mcg/day via an implantable pump for intractable spasticity and cerebral spasticity. On (B)(6) 2019, it was reported that the patient had some loss of intrathecal baclofen effect. An x-ray was performed which showed that the catheter was coiled in the spine with all but the tip outside the intrathecal space. It was noted that the patient had a severe spine deformity and was both totally dependent and required lifting. It was reported that the rep would be in the or for the patient's catheter revision, which was planned and scheduled for (B)(6) 2019. The issue was not considered resolved at the time of the report. The patient's status was listed as "alive, no injury". No further complications were reported. The patient¿s medical history included severe cerebral palsy (cp).